Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized prior to the peritonitis for an unrelated event. The cause of peritonitis was unknown. The patient was treated with an unspecified antibiotic. On the same day as the onset, the patient passed away in the hospital. The patient had not recovered from the peritonitis at the time of death. The cause of death was unknown and an autopsy was not performed. A death certificate was not available. The patient was not performing pd therapy at the time of death as the patient¿s last therapy was two days prior. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.